Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has investigated this complaint. The customer reported that the geometry movements were unavailable. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer due to the end of support of the device. To date, there have been no further reports of this issue.